Manufacturer narrative:
The reported event of an irregular curvature to the lead was not confirmed. As received, a complete lead was returned in one piece and the double bend height was measured to be within specification. Visual inspection of the lead did not find any anomalies and no shorts were observed.

Event description:
Prior to implant, it was alleged that the left ventricular (lv) lead was bent. The physician elected to implant a new lead to resolve the event. The patient was stable with no adverse consequences.